Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted to treat jaundice during a biliary stone retrieval procedure performed on (B)(6) 2025. During the procedure, the stent was delivered through a duodenal scope with a working channel of 4.2mm. After the stent was pushed into the biliary papilla, it became stuck in the scope and could not be advanced further. After 15 minutes of attempting to maneuver the stent, they decided to pull it out. The stent was found to be slightly damaged, possibly due to the scope's elevator mechanism. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted next to the biliary papilla to treat jaundice during a biliary stone retrieval procedure performed on (B)(6) 2025. During the procedure, the stent was delivered through a duodenal scope with a working channel of 4.2mm. After the stent was pushed into the biliary papilla, it became stuck in the scope and could not be advanced further. After 15 minutes of attempting to maneuver the stent, they decided to pull it out. The stent was found to be slightly damaged, possibly due to the scope's elevator mechanism. Another wallflex enteral stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b5 has been updated with the additional information received on june 30, 2025. Block h6 (device codes) has been corrected. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.